Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) alarm message pop up ''iabp may require maintenance ''. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) replaced pc board video generator and executive processor. Completed pm to factory specifications. Device passed all functional check and safety tests according to factory specifications. Device was return to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: pcba, exec processor. Pcba, video generator parts were received with a reported failure of an "iabp may require maintenance" message. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pcba, exec processor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed pcba, video generator in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Sending the boards to the supplier for failure analysis per procedure. The following was submitted by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for pcba, exec processor. They stated that the part passed with no issues. Root cause is not confirmed for this part. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed. Still awaiting failure analysis for another part. The following was submitted by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for pcba, video generator. They stated there was visual damage. "Lifted pad t3." Probable root cause for this part is supply chain handling issue. Retaining the part in the failure analysis and testing department per procedure. Ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is supply chain handling.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), e1 (event site telephone), h6 (component codes), g1 (contact person ¿ mfg site), g3, g6, h6 (component code), h11 the failure analysis and testing dept. Received the parts associated with this complaint: parts were received with a reported failure of an "iabp may require maintenance" message. The fat performed a visual inspection and found the parts to be in good condition. The fat installed cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Sending the boards to the supplier for failure analysis per procedure. Failure analysis received from the supplier. They stated that the part passed with no issues. Root cause is not confirmed for this part. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed. Still awaiting failure analysis for another part. Failure analysis received from the supplier. They stated there was visual damage. "Lifted pad t3." Probable root cause for this part is supply chain handling issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is supply chain handling.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) replaced pc board video generator and executive processor. Completed pm to factory specifications. Device passed all functional check and safety tests according to factory specifications. Device was return to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of an "iabp may require maintenance" message. The fat performed a visual inspection and found the parts to be in good condition. The fat installed cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Sending the boards to the supplier for failure analysis per procedure. Failure analysis received from the supplier. They stated that the part passed with no issues. Root cause is not confirmed for this part. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed. Still awaiting failure analysis for another part. Failure analysis received from the supplier. They stated there was visual damage. "Lifted pad t3." Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. The most probable root cause could be damage while testing during root cause evaluation, or damage during handling post production.

Event description:
N/a.